Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a cardinal health clinical manager. "[Cardinal health] (clinical manager) paged. She wanted to report a "failure". I called her back and she explained that she is on-site at an "intervention" (rescue) when all of a sudden, the driver stopped. No alarms were noted. There were no audible or visual alarms to alert the end-user. She was nearby and noticed that the beat of the driver stopped. Map held. It was like the stop/start button was depressed accidentally. She stated that the green light on the stop/start button was still green. There was no "oscillator stopped" light. She quickly placed the patient on a 3100a and took the vent across the hall to investigate. She reports that the vent pressurizes fine, but the driver will not start. Patient settings: map 43, amp 86 (power 7.2), 33% it, 4 hz, 37 lpm flow."

Manufacturer narrative:
Cardinal health sent a letter to the user facility seeking additional information concerning the reported event and the condition of the patient. As of the date of this report, there has been no response from the user facility. The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative.